Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed.  The reported problem (cannot run detect and treat) has been confirmed.  Upon investigation, pins and molding in the belt trunk cable connector were bent. The root cause for the bent pin was excessive force. No adverse events occurred from the damaged electrode belt.

Event description:
A us distributor reported that an electrode belt cannot run detect and treat testing.